Event description:
On (B)(6) 2013, an abbott point of care (apoc) was contacted by a customer who reports unexpected results on I-stat pt/inr on patient.. There was no patient information available at the time of this report. Date: (B)(6) 2013, method: I-stat, time: 07:38am, inr: 3.4, sample: a; (B)(6) 2013 stago, 07:45am, 1.8, b. The lot is associated with apoc product action number: (B)(4), dated (B)(4) 2013. The customer stopped using pt/inr cartridge lot# c13161 and was returned with business reply card (brc) related to product action. Based on the information available at the time there were no injuries associated with this event.

Manufacturer narrative:
(B)(4).